Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) had migrated into patient's scrotum without perforating any tissue. A revision surgery was performed to replaced and reposition the balloon. No additional patient complications nor device issues were reported.

Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) had herniated into patient's scrotum. A revision surgery was performed to replaced and reposition the balloon. No additional patient complications nor device issues were reported.